Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial#(B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated they have not been getting pain relief from implant around the end of 2021 - beginning of 2022. Pt stated doctors do not want to remove implant and pt does not mind because implant helps pt to sleep at least. Agent documented information given during the call. Call disconnected before agent was able to ask for hcp name. Pt reported not getting enough therapy to relieve pain symptoms where they needed it, so hcp determined that pt needed lead replacement and decided to replace entire system, lead and ipg today.